Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
Customer reports via phone that during a cysto lithotripsy on a male pt of unk age the fluoro failed. Staff was able to move the pt to another room and complete the procedure. No reported injury.